Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored, all operating currents tested within specification range. No unexpected battery out limit alarms noted. All buttons function properly. Insulin pump had moisture damage was noted on keypad traces.

Event description:
Customer reported that when they were attempting to rewind the insulin pump they noticed that the buttons on the insulin pump were unresponsive. Customer then replaced the batteries and received a battery out limit alarm that they were unable to clear due to the unresponsive buttons. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.